Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the spain market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
Maquet cardiopulmonary gmbh was received the following information from the spanish agency of medicines and medical devices on (B)(6) 2025: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on 2024-12-02. The information was provided that the patient had the incident "major bleeding in the femoral artery" and the consequence for the patient was "hemorrhage after removing the device at the insertion site. This resulted in the patient's death. Complaint ID# (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh was received the following information from the spanish agency of medicines and medical devices on 2025-03-31: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on 2024-12-02 with report number (B)(4). The information was provided that the patient had the incident "major bleeding in the femoral artery" and the consequence for the patient was "hemorrhage after removing the device at the insertion site. This resulted in the patient's death. Renacer registry patient (B)(6).¿ new information was received on 2025-04-02 that no malfunction on the cardiohelp device occurred. The event was not related to the cardiohelp device. The treatment with the cardiohelp machine was finalized on 2024-11-18. On (B)(6) 2024, and the patient suffered a tear of the superficial femoral artery with massive hemorrhage and was reviewed by the surgical team. Based on the available information the reported event "major bleeding in the femoral artery" could not be linked to a device defect/failure. Therefore, the complaint could not be confirmed. The confirmation was received that there was no product malfunction on a getinge product, therefore this complaint is not reportable the customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The confirmation was received that there was no product malfunction on a getinge product, therefore this complaint is not reportable. Complaint# (B)(4).